Event description:
It was reported that there were telemetry issues and the clinician programmer indicated that the stimulator was not supported. Two different clinician programmers, which had been used in the past with the same type of stimulator, were used unsuccessfully. The telemetry was not broken when 'starting battery life.' If the programmer card was compatible, that meant there was an error condition that prevented any further telemetry with the stimulator and a replacement was needed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).